Manufacturer narrative:
Additional MDR associated with this event: 3025141-2017-00209: screw.

Event description:
During the implantation of a fibula nail, the driver stuck in the head of one of the screws used to secure the nail. The driver could not be removed from the head of the screw so the screw and nail were removed. The fracture was treated with a plate instead. This issue caused a 45 minute increase in surgery time.